Event description:
It was reported to philips that the device shut down unexpectedly. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device shut down unexpectedly. There was no patient involvement. The field service engineer confirmed the issue of device shut down. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery which needed adjustment and the labeling to file sectors were reset. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.